Event description:
The manufacturer received information alleging a ventilator failed a test step for active exhalation verification during testing. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue.